Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient stated, via an online form submission, that they had an x-ray for their hip and it says generator wire is discontinuous over the ilium. Patient is trying to find out how worrisome this is and has been waiting to hear from the doctor as well so they figured they'd try reaching out to the company as well to possibly get an answer.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va14gn2, implanted: (B)(6) 2016, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 22-feb-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.